Event description:
Consumer called and stated that she put an ace heat therapy patch on her stomach (menstrual cramps). When she went to remove it, the skin came off as well. She was bleeding and had to apply antibiotic cream (at doctor's direction).

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Lot number is unknown; unable to conduct device history / complaint history reviews. Regulatory compliance will continue to monitor on monthly trend reports.